Event description:
Analysis of the returned flashcard revealed sql errors following an interrogation attempt, most likely associated with loss of power or removal of the flashcard during communication attempts. The analysis revealed that the cause for the sql error message is associated with a corrupt cyberonicsbu.cdb database. The most likely cause for the database corruption is associated with a sudden loss of power to the handheld during usage. Additionally, it was identified that several archive databases were corrupt. The most likely cause for the corruptions is also associated with a sudden loss of power. No other anomalies were identified.